Event description:
Reporter indicated that his vns therapy programming handheld "screen freezes at the start up screen. He said the computer boots up to a blue page that has "start" at the top of the screen, and hard resets and soft resets do not correct the problem."handheld and accompanying software were subsequently returned for product analysis. An analysis was performed on the handheld and software, and no anomalies that support the reported complaint were identified. As a result, no likely cause for the reported condition could be determined. No anomalies associated with the handheld or software performance were noted during testing using the ac adapter, or the main battery with a full charge.